Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed) and an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-876a, mmt-1884. Troubleshooting was declined for insulin flow block alarm. Troubleshooting was performed for pump error and able to clear alarm but cannot be able to rewind pump. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-332a, mmt-876a products were not expected to return. Mmt-1884 was returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to a pump error 38 occurring during the rewind test on. Successfully downloaded history files and traces using thump. Pump error 38 was also recorded on 07/14/2025 from 09:07:09.000 through 11:04:53.000 in history download. In addition, failed batt alarm was noted on 07/14/2025 at 09:07:16.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No battery related anomalies noted. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and motor home switch. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked belt clip rails and scratched case. Pump error 38 and delivery anomaly were confirmed during testing. Unit failed rewind test due to pump error 38. Moisture damage on the motor assembly/motor defect. Unable to confirm failed batt test, no alarms or battery related anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.